Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
When the screw was driven in on the cup side, the bone was hard and the drill shaft was forced to screw in, causing it to bend.